Event description:
It was reported, that the patient underwent a spinal procedure to implant the interbody device. The cover plate of the implant would not latch onto the device. The procedure was completed without the cover plate implanted.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.